Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that high impedance and unusable electrodes were observed. Impedance testing was performed, revealing the following values: electrode 2 at 36,410, electrode 4 at 36,660, electrode 6 at 34 ,190, electrode 9 at 29,420, electrode 10 at 35,300, and electrode 11 at 36,710. The patient met with a representative to re-engage therapy, and the representative programmed around the unusable electrodes, providing the patient with multiple programming options. The issue was resolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Event description:
Additional information was received from the patient stating they met with a rep and they had an x ray done and some of the "electrodes" on the leads shifted in their back down since they fell and banged their back on a dresser. Before that issue pt would use group a. The pt got it all fixed up in (B)(6) and their rep reprogrammed the channels.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2023, product type lead, product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2023, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.